Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual inspection noted that a delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched; besides, the fiber bundles had blood residues, some of the fiber bundles were missing. No more damages were found in the device. A microscopic inspection noted that the proximal end of the delivery wire has a smooth surface. The interlocking arm did not show damages. The zap tip of the main coil has a smooth surface. The main coil was stretched and kinked. The interlocking arm was inspected and no anomalies were noted. A dimensional inspection of weld od (max), wire arm od (max), wire zap tip (max) of the delivery wire are within its specification. The number of distal fiber bundles, zap tip outer diameter, primary coil outer diameter of the main coil are within its specification; however, the number of proximal fiber bundles failed specification. No other issues noted.

Event description:
Reportable based on device analysis completed on 16-jan-2019. It was reported that the coil failed to deploy. A 10mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil could not deploy. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed that there were missing fiber bundles.